Event description:
It was reported that the patient presented for follow-up with an acute increase in capture threshold. The patient was scheduled for replacement the lead was explanted. The patient was stable.